Event description:
The patient uses the suspect device to test their blood glucose. Pt obtained a result of 197mg/dl. Pt is on a sliding scale for insulin injections based upon the suspect device results. They did not take action on the result of 197 mg/dl. Two hrs later they went to the ER due to hyperglycemic symptoms. A glucose meter in the ER measured their glucose at 521mg/dl. Pt was admitted to the hospital and treated with insulin and an IV.